Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested, and the following was obtained: did the device partially fire (start to deploy staples and cut but could not be completed)? No one staples have been well fired. What was the appearance of the staples? (B-formation, irregular, legs straight)? Irregular. Did the device cut? Yes. If yes, was the cut line complete? No. If staples did not properly form in the tissue, but the device cut, how was the transected tissue managed? With a suture. What is the current patient status? No complication for the moment¿ was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Big focus on the patient¿ (follow up for example).

Manufacturer narrative:
(B)(4). Event date unk. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please explain more how the ¿staples completely dispersed¿? Did the device partially fire (start to deploy staples and cut but could not be completed)? What was the appearance of the staples? (B-formation, irregular, legs straight)? Please provide details. Did the device cut? If yes, was the cut line complete? If staples did not properly form in the tissue, but the device cut, how was the transected tissue managed? What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient. As a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain.

Event description:
It was reported that the staples completely dispersed. No other information is available at this time.